Manufacturer narrative:
H11:section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is unconfirmed as the reported problem could not be reproduced. One 5 fr dual lumen powerpicc solo was returned for evaluation. An initial visual observation showed use residue on the returned sample. Both lumens of the sample were flushed and pressurized with a 12 ml syringe of water; however, no leaks were observed. No backflow was observed from the opposite lumen when one lumen was flushed while the distal tip of the catheter was occluded. Both lumens were found to be patent to infusion and aspiration and no leakage was observed from the valve of either lumen. A microscopic observation revealed no damage on the returned catheter. A lot history review (lhr) of redn0179 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that after placed the catheter into patient, they tried to flush it and found that when they pushed saline into purple port, some saline was flow out from red port while pushing the saline in. Doctor replaced a new catheter to complete the surgery.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redn0179 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that after placed the catheter into patient, they tried to flush it and found that when they pushed saline into purple port, some saline was flow out from red port while pushing the saline in. Doctor replaced a new catheter to complete the surgery.